Event description:
Information was received from a consumer regarding a patient. It was reported that the patient thought their unit was malfunctioning, as they would have considerable pain even when increasing their stimulation ¿all the way.¿ the consumer wanted to request a manufacturer representative to check the device. No falls or traumas were reported that could be related to the issue, and the patient hadn't had any recent medical tests or electromagnetic interference (emi) exposure. It was noted that the issue started a few days prior to the date of this report. No further complications were reported or anticipated. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained from the patient. It was confirmed that the previous complaint of "the device was malfunctioning" was that the patient could not get pain relief despite turning the stimulation up all the way. The patient had met with a manufacturer representative (rep) on (B)(6) 2017, and troubleshooting and reprogramming was performed. Troubleshooting did not indicate there were any device issues, and following reprogramming the patient's pain did get better. The doctor had also taken x-rays, which also did not present any device issues. The patient stated they were not sure what caused the device to not help their pain but was thinking their pain (which was the reason for their implant) was exacerbated from sitting and standing for over two hours while playing an organ at a funeral. The patient's weight was (B)(6) pounds at the time of the reported event.